Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during the post-op check, the following day after the implant procedure, a micro-dislodgment of the right atrial (ra) lead was observed. The sensing measurements were normal; however, there was an increase in threshold values. It was indicated that the patient has an abnormal anatomy, and that this was suspected to be the reason for dislodgment. A revision procedure was performed, and the ra lead was removed. During the revision procedure to implant a new lead, normal sensing values were observed; however the threshold values were still high. After repositioning the new lead several times, there was difficulty to deploy the helix. It took greater than 30 turns to extend the helix; therefore, the lead was cut and thrown away. Another lead was implanted, and all measurements were stable. No additional adverse effects to the patient were reported.